Manufacturer narrative:
Follow-up submitted to report device evaluation. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's weight is unknown.

Event description:
Per (B)(4), implant failed to integrate. Patient experienced no impact.